Manufacturer narrative:
It was reported to abbott that the patient¿s trial lead implant procedure was abandoned because the physician experienced insertion difficulties. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the physician could not advance the lead due to scar tissue. As a result, the procedure was abandoned.